Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed vertical colored lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to lcd color cable that was not properly seated. The cable will be reseated to correct the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.